Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on the pump exhaust tubing and cylinder 1 and cylinder 2 exhaust tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation in the longer length pump exhaust tubing at the tubing/strain relief junction. A separation of this type could then allow the loss of fluid, rendering the device inoperable. D4 lot#: 5546020.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 5546020.

Event description:
According to the available information, the tubing between the pump and cylinder was broken. The device was removed and replaced.